Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose level was 293mg/dl at the time of the incident. The customer reported that they gave bolus but still had to give manual and still high blood glucose. The customer gave 6 units manual injection to correct. Patient's blood glucose at time of incident was 428 mg/dl. Patient's current blood glucose was 325 mg/dl. The customer had vomiting. The customer treated it with manual injections. The customer will call back to troubleshoot. The insulin pump will not be returned for analysis.